Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the pump lost prime. No other details were available and the reporter did not respond to requests for call back. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.